Event description:
Hill-rom received a report a hill-rom tech stating the side rail latch would not catch. The bed was located at the account in the ER. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the siderail not latching due to the latch being bent. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 -2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech repaired the latch to resolve the issue. Based on the info, no further action is required.